Event description:
Pt reports their curlin pump is not working, stating that there is an error message "occlusion in the line". Pt reported nurse changed the line and tried again and nothing happened. Since pump is not working pt is requesting new pump. New pump is being sent. Pt is due to infuse mid-next week. No medication was wasted while trying to fix pump flow. Pump serial number and expiration date unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex - 90gm. Did pt miss a dose or have an interruption to therapy? - no; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.